Event description:
It was reported that the flipcutter tip broke off in the tibia. About 5mm of the tip is embedded in the bone. Surgeon did not attempt to retrieve. Opened another flipcutter and inserted through the same tunnel and completed case. The quality of the bone was very hard. Case: pcl reconstruction.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this event may be due to metal to metal contact during drilling and /or over-aggressive force being applied during use. A warning label has been added to all flip cutter packages alerting users to the following: "ensure the jam nut is hand-tight by turning clockwise before cutting. Protruding pin should be close to blue hub when fully hand-tightened. Do not cut in reverse mode." This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.